Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning for 744 low impedances paces less than 200 ohms. The lead was noted to be programmed unipolar. The lead remains in use. No patient complications have been reported as a result of this event.